Manufacturer narrative:
It was reported that releasing the distal flange on pseudocyst all was ok, but when complete the release of proximal flange it stay closed. Doctor must resolved using new one stent. As a result of analysis of returned device, outer sheath was not detached and stent was not returned. There are the slight curves on outer/inner sheath. Through the attached photo, it is confirmed that the proximal part was not expanded, and it seems that blood and body fluids had somewhat congealed on the stent cover. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. We recognized the exact description on (B)(6) 2020 due to the distributor mistake. It is hard to identify the root cause because the stent was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the photo, which is that proximal part was not expanded, and it seems that blood and body fluids had somewhat congealed on the stent cover, it is considered that the stent was expanded slowly due to the patient lesion's pressure etc, and as a result, the doctor has judged stent expansion fail. In addition, it is assumed that the stent expansion may have affected even after it was removed out of the patient's body since lot of blood and body fluids were applied on the stent cover before the stent expansion. It is considered that the stent was not expanded after removed from the patient's body since the blood and body fluids had congealed faster than the stent expansion time. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Releasing the distal flange on pseudocyst all was ok, but when complete the release of proximal flange it stay closed. Doctor must resolved using new one stent.